Event description:
An error message was reported with the adc device in use with a "samsung" phone with an android 13 operating system , app version 2.8.4.9335. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "low glucose" and required third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the libre 2 application that would have led to the complaint. The customer reported that scan no message appears when using the freestyle libre 2 application and was able to successfully receive glucose readings and alarm notification using the configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with a "samsung" phone with an android operating system. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "low glucose" and required third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.